Event description:
The physician informed the distributor that two rate sensing leads were removed from service because an invasive diagnosis found that both leads had insulation failures. The leads were capped and remain implanted. The physician elected to replace the automatic implantable cardioverter defibrillator (aicd) because of recall.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.